Event description:
It was reported that it took the patient forever to charge the previous night.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lost 100 pounds of weight since implantation. It was noted that the device was moving closer to the tailbone, making it uncomfortable and hard to charge. The reporter noted that it took the patient 6 hours to completely charge their device. It was noted the stimulation was ¿fine.¿ additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3998, lot# v060415, implanted: (B)(6) 2008, product type: lead. (B)(4).